Event description:
It was reported that during the implant procedure, the helix extension was confirmed by visual inspection, but helix retraction was not confirmed by visual inspection despite an excessive number of turns. The lead was not used and another lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).